Event description:
Upon receipt of the device, the user reported that the knob on the monitor's mounting pole came off. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.